Event description:
During the initial evaluation of the video system center, it was found that the communication error (E333) was displayed. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is currently ongoing. A supplemental report will be submitted upon completion of the investigation or if new and significant information becomes available.Olympus will continue to monitor the field performance of this device and evaluate any additional information received through post-market surveillance activities.